Manufacturer narrative:
Update rec'd 3/3/2016: litiagation received. Litigation also alleges elevated levels of cobalt. The stem is now being added to the complaint. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised because of pain. Update rec'd 3/3/2016: litigation received. Litigation also alleges elevated levels of cobalt. The stem is now being added to the complaint. This complaint was updated on: 3/8/2016.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: brand name. Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :null. Device history batch :null. Device history review :null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update ( 11/21/16) ¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, discomfort, unequal leg lengths, and restricted mobility. The revision op note did not indicate any evidence of metallosis or trunnionosis, metal ion levels are < 7.0 ppb, not supportive of alleged metal ion toxicity. Abnormal clinical results: elevated ions removed from product harms. Added poor joint mechanics: leg length discrepancy to patient harms. There is no new additional information that would affect the existing MDR decision.